Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string broke on the poise impressa bladder support leaving the device inside. She was unable to remove the bladder support on her own and was going to seek medical assistance.